Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. During the preparation of a 38 x 2.50 promus premier¿ drug-eluting stent, it was noted that the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was well.